Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose (B)(6) 2017 was 20 mg/dl. The reporter noted the patient was hospitalized and treated with intravenous fluids, and the bolus and basal settings were recently changed by a healthcare provider. It was reported that the patient primed an unknown amount while attached. No device malfunctions were indicated or alleged. This complaint is being reported because the reported health event was attributed to a use error.